Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) stated that the death was confirmed to be unrelated to the pump or therapy.

Manufacturer narrative:
H3: 8637-20 pump: destructive analysis identified wear on the motor o-ring for gear number three. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 15 mcg/ml of baclofen at 0.721 mcg/day and 1 mg/ml of morphine at 0.0481 mg/day via an implantable pump for spinal pain. On (B)(6) 2020, it was reported that the patient had died on (B)(6) 2020. According to the patient's logs, they were seen in the clinic the day before on (B)(6) 2020 for a "programming step. The patient's pump was dropped to the lowest simple continuous dosage. The mortician's office in (B)(6) was doing an investigation on whether the patient's death was related to the device or therapy. The pump logs also showed a motor stall that occurred on (B)(6) 2020 and on (B)(6) 2020. Both stalls lasted an hour before recovering. The rep was unsure if the patient had an MRI on those dates. No symptoms were reported in relation to the stalls. The patient's pump dosage at the time of the stalls was also unknown. No further complications were reported. Additional information was received from the healthcare provider (hcp) on (B)(6) 2020. It was reported that the hcp did not know about motor stalls and the pump was unattainable at that time. The patient was failing and the pump was turned down prior to death to make sure overdosing with the pump was not the cause. This procedure was requested by the patient's nursing home physician. The cause of the patient's death was unknown as they were awaiting autopsy results. However, the patient's death was not thought to be pump related. The pump refills that occurred on (B)(6) 2020 were easy and everything was "status quo". According to the hcp, the patient had two pumps, one in their lumbar spine and one in their cervical spine, and both had medication concentration changes with bridge boluses running longer than 24 hours. Neither spine had any dose changes. The patient was seen again on (B)(6) 2020 to have the pump dosing decreased as low as possible. At the time of the appointment on (B)(6) 2020 (around 9:30 pm), the patient was experiencing agonal breathing. The patient had a number of underlying medical problems and had been in the hospital since (B)(6). The patient was diagnosed in the hospital with transverse myelitis in (B)(6). Around 3 weeks prior to the patient's death, their daughter was called to hospital because the hospital believed that the patient was dying. (B)(6) noted that the patient was "actively leaving this world". Around the 4th or 5th of (B)(6), the patient was transferred to a nursing home because the hospital could do nothing more for the patient. The hcp could provide no further information related to the event other than that the patient had lost weight.